Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was discarded, no further investigation is possible at this time. Based on the available information, the root cause of the reported event cannot be definitively stated. However, based on the document review performed, no manufacturing nor quality deficits were identified. Given livanova rigorous sterilization and packaging process, as confirmed during the document review performed, it is not conceivable that an infective organism could survive on a valve exposed to the sterilant. Thus, it is unlikely that the microorganism, which remains unknown, originated from the valve. However, given the limited information provided on the device functionality before and at the time of the event, a definitive root cause cannot be stated. Endocarditis is listed as a possible adverse event in the perceval instructions for use (IFU). The event is, therefore, a known inherent risk of the device. The manufacturer attempted to retrieve additional information on the reported event, but no further information has been received to date. Should additional relevant details on the event be received, the manufacturer will re-assess the event and update the competent authority within the timeline required. Device discarded by the center.

Event description:
On (B)(6) 2020, a patient received a perceval pvs23 in aortic position via mics. On (B)(6) 2020, the device was explanted due to infective endocarditis. The patient received a competitor's valve (edwards inspiris).